Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead. It was also reported that the rv lead had low and decreasing bipolar impedance less than the unipolar impedance. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.